Event description:
The customer reported the ventilator was alarming at startup due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the unit had no pressure or flows in diagnostic mode. The fse checked the device internally with no problems found. The fse reassembled the unit restarted again in diagnostic mode and reported pressure and flows were present and in specification. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
No parts replaced; unit functioned to spec after reassembly.